Manufacturer narrative:
A doctor reported a patient was diagnosed with bilateral keratitis after using the solution for two days. The keratitis was not infectious. Patient was treated with durezol. The patient returned for a follow-up visit five days later. At that time, the doctor noted reduced vision in one of the patient¿s eyes. The patient was instructed to continue with the medication. At last follow-up visit, patient¿s eyes cleared up and there was no decrease in vision. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the sign of keratitis reported is consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Patient was instructed to discontinue the medication and resume lens wear. Doctor considered patient¿s eyes to be recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A doctor reported a patient was diagnosed with bilateral keratitis after using the solution for two days. The keratitis was not infectious. Patient was treated with durezol. The patient returned for a follow-up visit five days later. At that time, the doctor noted reduced vision in one of the patient&#62688;eyes. The patient was instructed to continue with the medication. At last follow-up visit, patient&#62688;eyes cleared up and there was no decrease in vision. Patient was instructed to discontinue the medication and resume lens wear. Doctor considered patient&#62688;eyes to be recovered. The doctor attributed the event to the solution. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.